Event description:
It was reported that, during a cholecystectomy procedure, er420 could not grasp. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning. Affiliate reference number en2005-1365.

Manufacturer narrative:
Information was not provided by the affiliate. Damaged top shroud. The analysis results found that the instrument was returned with the shroud broken and detached. During the assembly process, the condition of the shrouds is 100% inspected as follows: "inspect snap area of top shroud and lower shroud for any flash or crack in plastic. Use finger to feel roughness and confirm that top shroud and lower shroud are fully snapped." Although no conclusion could be reached as to how the shroud became damaged. It should be noted that a 100% inspection takes place during manufactruing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.